Event description:
Anaphylactic reaction [anaphylactic reaction]. Case description: this case was reported by a consumer and described the occurrence of anaphylactic reaction in a female patient who received oral moisturisers (biotene dry mouth oral rinse (2013 formulation)) mouth wash (batch number 4f26c1, expiry date unknown) for an unknown indication. On an unknown date, the patient started biotene dry mouth oral rinse (2013 formulation). On (B)(6) 2014, an unknown time after starting biotene dry mouth oral rinse (2013 formulation), the patient experienced anaphylactic reaction (serious criteria gsk medically significant). The action taken with biotene dry mouth oral rinse (2013 formulation) was unknown. On an unknown date, the outcome of the anaphylactic reaction was recovered/resolved. The reporter considered the anaphylactic reaction to be related to biotene dry mouth oral rinse (2013 formulation). Additional details: consumer reported she had an anaphylactic reaction on (B)(6) 2014, and believes it was due to the biotene mouth rinse. It was the first and only time she had experienced an anaphylactic reaction. An ae revision was made on (B)(6) 2015, and the revised information is included in the above narrative.